Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2010 due to an implant fracture after patient jumped off of a truck. Patient was further revised on (B)(6) 2015 due to patient non-compliance.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2010 due to an implant fracture after patient jumped off of a truck. A further revision procedure has been indicated due to an implant fracture caused by patient noncompliance; however, no revision procedure has been reported to date.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2010 due to an implant fracture after patient jumped off of a truck. Patient was further revised on (B)(6) 2015 due to implant fracture due to patient non-compliance after patient jumped off of a truck again.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.